Event description:
It was reported that the lead exhibited low impedance and decreased sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 7 cm to 7.5 cm from the connector pin and exposed the coil. Abrasions are indicative of exposure to constant friction with another device.